Event description:
It was reported that during a procedure some brushes from the device fell off inside the patient. No further information was available from the user facility.

Event description:
It was reported that during a procedure some brushes from the device fell off inside the patient. No further information was available from the user facility.